Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Hit positive. Gave 1 unit of platelets overnight.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.